Event description:
Note: this report pertains to first of five events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2008-05022, 3005099803-2008-05024, 3005099803-2008-05025, and 3005099803-2008-05026 for a description of the other events. It was reported to boston scientific corporation in 2008, that a captiflex polypectomy snare device was used during a colonoscopy with polyp removal procedure the same day (a male patient; weight unknown). According to the complainant, during the procedure, when applying electricity to a very large polyp, only the tip of the snare seemed to be conducting. The physician attempted to complete the procedure with a second captiflex polypectomy snare.

Manufacturer narrative:
According to the complainant, the suspect device has been discarded. A device evaluation cannot be performed; therefore, the cause of the reported malfunction is undetermined. A review of device history record for the pertinent lot revealed no anomalies.